Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of perforation is listed in the xience prime, xience prime small vessel (sv), and xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The rx graftmaster 2.8x19 referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that when deploying a 3.0x38mm rx xience prime stent at 14 atmospheres, in a moderately calcified, 85% stenosed lesion in the narrow mid left anterior descending (lad) coronary artery, the vessel area just distal to the deployed rx xience prime stent ruptured unexpectedly and was actively bleeding. Several attempts were made to cross through the implanted rx xience prime stent with a 2.8x19 rx graftmaster covered stent system, but it was unable to cross; no damage was caused to either device. The rx graftmaster was withdrawn without difficulty, the rupture was successfully sealed via balloon inflation, and the procedure was completed. The patient was placed under observation then was discharged in satisfactory condition the following day with no occurrence of any adverse patient sequelae. No additional information was provided.